Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and confirmed issue of system going from 2d to stand alone and back to stand alone. Replaced power enclosure, power tray and charger enclosure. Tray and power tray were old style and needed to be updated. System passed all testing after part replacement. Site aware and system ready for use. Replaced umbilical and tested system, ready for use. System is operational. The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "standalone mode and 2d mode." Continuity test passed and cable was installed in imaging system. Intermittent ias/mvs network connection was occurring by wiggling the umbilical cable. Faulty cable assembly. The component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "O2 / standalone mode and 2d mode." Visual inspection confirms dust build up on charger cards and on the fans. It was installed in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Dash software confirm each node charging as expected. The component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "standalone mode and 2d mode." Verified both fuses in the power tray tested good. Install power tray into test system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. The component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "standalone mode and 2d mode." Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. The component was returned to the manufacturer for analysis. Analysis found that not a software issue. Complaint data analysis found the event is due to a hardware issue as per complaint data- replaced power enclosure, power tray and charger enclosure. Tray and power tray were old style and needed to be updated. Software functioning as designed." Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version 4.2.1: -, product ID: bi71000171, serial/lot #: (B)(6), product ID:bi71000175, serial/lot #: (B)(6), product ID: bi71000195r, product ID: bi71000176, serial/lot #:(B)(6) , product ID: bi71000195, serial/lot #:(B)(6) , product ID: :bi71000167, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was toggling back and forth between standalone and 2d mode. No further case details provided no patient was present at the time of event.